Manufacturer narrative:
12/31/1998- supplemental report sent to FDA. The difficulty experienced was attributed to a discrepancy in the thrust bar.

Event description:
The device was used during a gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon manually sutured and appled another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.